Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be fluctuating. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.